Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was a literature article published in the netherlands discussing the clinical experiences with a subcutaneous implantable cardioverter defibrillator (s-ICD) system across multiple patients. In the study, approximately 35 patients were enrolled and implanted with a s-ICD system from december 2008 to october 2010. Of these patient's, the following clinical observations were reported to have occurred during the study. One patient experienced a system infection, in which surgical intervention was performed, and the s-ICD system was explanted and replaced. Five patient's experienced inappropriate shocks from their s-ICD system; two from myopotential oversensing of noise, one from t-wave oversensing, and one from a very fast sinus tachycardia with varying amplitude morphology measurements. Finally, two patients experienced migration and dislodgement of their implanted electrode. X-ray imaging confirmed the presence of movement in one of these patients, and the other was identified due to the delivery of inappropriate therapy. In both cases, surgical intervention was performed and the electrode was repositioned and remains in service. The status of these s-ICD products is not known at this time as this study took placed from 2008 to 2010, and no model/serial information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shocks are a known inherent risk of the use of this product.

Event description:
It was reported that there was a literature article published in the netherlands discussing the clinical experiences with a subcutaneous implantable cardioverter defibrillator (s-ICD) system across multiple patients. In the study, approximately 35 patients were enrolled and implanted with a s-ICD system from december 2008 to october 2010. Of these patient's, the following clinical observations were reported to have occurred during the study. One patient experienced a system infection, in which surgical intervention was performed, and the s-ICD system was explanted and replaced. Five patient's experienced inappropriate shocks from their s-ICD system; two from myopotential oversensing of noise, one from t-wave oversensing, and one from a very fast sinus tachycardia with varying amplitude morphology measurements. Finally, two patients experienced migration and dislodgement of their implanted electrode. X-ray imaging confirmed the presence of movement in one of these patients, and the other was identified due to the delivery of inappropriate therapy. In both cases, surgical intervention was performed and the electrode was repositioned and remains in service. The status of these s-ICD products is not known at this time as this study took placed from 2008 to 2010, and no model/serial information was provided. No additional adverse patient effects were reported. Please see article, "clinical experience with a novel subcutaneous implantable defibrillator system in a single center" for more information.